Event description:
It was reported that the valve was not processing properly.

Manufacturer narrative:
The valve was patent and passed siphon and reflux testing. It was not within specifications for pressure-flow testing at 5.5 ml/hr @ 0 cm. The valve was within specifications for all other pressure-flow conditions and preimplantation testing. Debris within the valve may interfere with the membrane resulting in low pressure-flow results. The valve failed leak testing due to a tear underneath the delta chamber. A review of the mfg records was not possible as no lot number was provided. The instructions for use that accompanies the valves caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. All of our products are 100% tested at the time of manufacture.